Event description:
An elevated accu tni result of 0.87 ng/ml was obtained from a patient sample. The sample was repeated and an accu tni result of 0.02 ng/ml was obtained. The erroneous result was not reported outside the laboratory. There was no treatment initiated or withheld that can be attributed to this event.